Event description:
A 4.0mm diameter x 18mm length ave gfx stent was inserted into a target lesion in the proximal right coronary artery. The lesion was predilated with a 3.0mm diameter percutaneous transluminal coronary angioplasty balloon prior to stent placement. The stent delivery system balloon was inflated to 10 atms for deployment of the stent. After deployment of the stent, the delivery balloon was advanced to the lesion in the mid portion of the right coronary artery and inflated within another manufacturer's stent where it burst at 14 atms, which exceeds "rated" burst pressure of 9 atms. Upon removal of the whole system (guide catheter, guidewire and stent delivery system), the physician noticed resistance and the balloon was torn in half. The physician reported that "the distal tip of the catheter is no longer in the pt because it was not seen during fluoroscopy", however, the location of the distal tip of the catheter is not known. The procedure is documented as "successful" and there is no additional... Clinical sequelae reported relative to the event.